Event description:
It was reported the customer had a new insulin pump and having high blood glucose. Customer filled insulin pump and her blood glucose was 400mg/dl, she took insulin few hours later continued being high. Customer stated at bedtime her blood glucose was 434mg/dl, she was not feeling well at night got up and was 467mg/dl. Customer treated herself with 24 units of insulin. In the morning customer's blood glucose was 461mg/dl. Customer believes there is an issue with insulin pump. Customer stated she had a back up plan. During troubleshooting insulin pump had no air bubbles, insulin did exit tubing, bolus settings are correct. Insulin pump working as designed. Advised to change the entire set, reservoir and insulin, after set change the blood glucose was 485mg/dl, she delivered 30.9 units bolus. The blood glucose reading was 461mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.